Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components will not be return. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 20567009/20504210. UDI: (B)(4). UDI: (B)(4).